Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.